Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the force sensor was out of calibration and the resistance measurement was out of specification. There was evidence of contamination on the force sensor plate. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6). Correction number:2531779-03/24/2010-003-r.

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.